Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.